Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00808. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade would not rotate and did not advance during the evaluation.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the blade of the device stopped turning and slowed down to the point of not working. The procedure was completed using another like device with no adverse patient consequences.